Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. A caregiver called technical services regarding drain complications during drain one of five. The caregiver stated that connection to the patient line had disconnected and fluid leaked. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s peritoneal dialysis registered nurse confirmed that the pin in the connector was triggered. The pdrn stated that the patient was given prophylactic antibiotics, vancomycin 1 g and gentamicin 80 mg, one time, administration route unknown. The pdrn verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient has been able to continue pd therapy with no further issues.